Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: infection, capsular contracture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old female patient who underwent an unspecified breast surgery with mentor smooth round moderate profile 425cc saline breast prostheses developed an infection in both of her breasts post implantation. Additionally, it was reported that the patient had developed a lot of scar tissue in both of her breasts (capsular contracture, baker grade unknown). As a result, the patient underwent bilateral explantation and replacement with allergan breast prostheses (B)(6) 2021. This medwatch report is for the patient¿s left breast prosthesis.